Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent was secured on the balloon. The catheter was returned with an unidentified mandrel in the guidewire lumen. The hypotube, outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The shaft is stretched in numerous locations. The shaft is stretched and separated at the tip. The separated tip was returned on the unidentified mandrel. The separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31-aug-2019. It was reported that no known device issue was noted. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 3.50 rebel bms stent was selected for use. However, unknown issue was noted with the device. No further information available. However, returned device analysis revealed shaft detached/separated.